Event description:
It was observed during the device inspection that the videoscope's instrument channel was damaged and forces could not be inserted. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, that cause was attributed to the channel being crushed (stress problem). Olympus will continue to monitor field performance for this device.